Manufacturer narrative:
Exact date unknown, event date occurred end of (B)(6) 2019. Explant date: end of (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The expanted ipg was not returned. No further information has been obtained despite good faith efforts.